Event description:
The physician attempted closure of an arteriotomy site with the starclose device. At the end of the procedure, the device got stuck and could not be removed from the patient's groin. The patient was taken to surgery for removal of the device. No further information is available.

Manufacturer narrative:
The device was received. Investigation is not completed.